Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a pacemaker ha a pocket revision due to pain. The physician relocated the device sub muscularly. The device remains in service. No additional adverse patient effects were reported.